Event description:
Pt was implanted on 11/15/1988. Explantation of the intrumentation was performed on 6/12/1989. Surgical notes indicate a broken sacral screw was found and pseudoarthrosis was noted at l5-s1. The head of the broken sacral screw was removed leaving the threaded portion embedded in the bone. The left sided screw had bent and was also removed. Pt was not re-instrumented during this procedure.